Manufacturer narrative:
The insulin pump monitor for several days and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and pump passed self-test, a21 error test and off no power test. No unexpected a21 or a17 alarm noted. No unexpected low battery alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed the battery due to a low battery alert and received an unexpected restart and external ram error alarm. The alarms were confirmed in the alarm history. The customer was advised to rewind and the insulin pump passed the self-test. Blood glucose value was 156 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred and the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery and was recurring during normal pump use. He was advised that the device would be replaced and he may continue to wear it until the replacement arrives. The customer agreed to return the device for analysis.